Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID en1dr01 implantable pulse generator (ipg) 2011-(B)(6), (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged into the right atrium. During that time sensing was varying and there were low readings. The lead was capped and replaced. No patient complications have been reported as a result of this event.